Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range on (B)(6) 2015, rv pacing impedance measures high at 1000-1100 ohms up. Concomitant product(s): 559453 lead, implanted: (B)(6) 2015; a 419678 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was determined there was a connection problem with the lead. A lead revision was performed and the connection with the implantable cardioverter defibrillator (ICD) was restored. The lead and ICD remain in use. No patient complications have been reported as a result of this event.